Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2021. Additional information: h6 component code: g07002 device not returned. Additional information: d4 ¿ the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot qjbdbl: manufacturing date - 8/18/2020 date of expiration: 1/31/2022. Lot qebcql manufacturing date - 5/15/2020 date of expiration: 10/31/2021. A manufacturing record evaluation was performed for the finished device each lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot qjbdbl: date of expiration: 1/31/2022. Lot qebcql date of expiration: 10/31/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What date did the reaction occur on? Unknown. What does the reaction look like and how large of an area does the reaction cover? Covers just the area of the prineo mesh. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; medication prescribed)? I believe just steroid cream. What is the most current patient status? Can you identify the lot number of the product that was used? I think it is likely to be one of these qjbdbl or qebcql. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Date of procedure? Unknown. Date of reaction? Unknown. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Chloroprep before op, then wound washed down and dried before prineo applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes op-site. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID, gender, age or date of birth; bmi , paediatric. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown.

Event description:
It was reported a patient underwent a paediatric spinal deformity procedure on an unknown date and topical skin adhesive was used. There is reddening where the dressing was applied. Treated with prescription benadryl. Additional information has been requested.